Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the insertion section was confirmed to be crushed from the evaluation results of the device, this can cause inadequate cleaning. The reported event can be detected because the instruction manual states that the instrument channel port should be checked for scraping when preparing for use. In addition, the instruction manual states the brushing method of the instrument channel port and the instrument channel, so the reported event can be prevented. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the instrument channel port may have been scraped because the metal part of the endotherapy accessory or cleaning brush interfered with the instrument channel port when the endotherapy accessory or cleaning brush was inserted or removed. In addition, foreign material may remain inside the instrument channel due to the following causes: -there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. -there was insufficient training for the user facility on how to handle and reprocess devices according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. Due to the deterioration of the image guide bundle, multiple black dots appeared on the endoscopic image. The adhesive of the bending section rubber was peeled off. Due to the deterioration of the angle wire, the vertical angulation was insufficient. The insertion tube was scratched, dented, and wrinkled. The light guide bundle was damaged. The universal cord was dented and scratched. The protector of the universal cord on the control unit side was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the instrument channel port was shaved and the endotherapy accessory and channel cleaning brush could not be smoothly inserted into the biopsy channel due to corrosion of the channel tube. There was no report of patient injury associated with the event.